Manufacturer narrative:
H3: product analysis: evaluation didn't reproduce the reported malfunction of poor rotation. However, it was noted that the tool bur cannot be inserted due to breakage of the distal bearing. It was also noted that the deterioration of the marking was observed, there were scratches and dents, the behavior of expansion and contraction function was not good and the tool burr connection was not good. G3: aware date used as the date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the device had a poor rotation issue. There was no patient impact.